Event description:
The customer reported to olympus that there was a forceps issue when using the evis exera ii bronchovideoscope. Specifically, customer reported the forceps weren¿t passing through scope properly for cleaning. The issue was found at reprocessing and there was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation was confirmed. There was leaking between the plastic distal end cover of the bending section and the distal end of the device. There was also a crack on the glue between these two parts and the forceps elevator required replacement. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified due to insufficient information. No equipment malfunction related to the event was confirmed. Olympus will continue to monitor field performance for this device.